Event description:
Incident reported as: the patient had a redo of a femoral/popliteal graft in 2008, and returned to surgery on the following month with infected graft. At this time, during surgery, the graft was removed and replaced. The institution uses weck brand ligating clips but does not know what size, catalog number or lot number used. The institution said their stock involved many of the catalog numbers and lot numbers involved in the product recall of the ligation clips.

Manufacturer narrative:
Additional information: no sample was sent for investigation. Evaluation: catalog number and lot number unknown. Conclusions: device problem already known - no evaluation will be performed. Other - the root cause was found in the packaging process. Corrective action - a recall of the product was initiated.